Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2021).

Event description:
It was reported that approximately nine days post port device implant, the patient was hospitalized due to alleged pain. Healthcare provider reported that upon removal of the port device, alleged leak and extravasation of chemotherapy drug and redness around the port area were observed. It was further reported that the patient experienced fever. Reportedly, the patient was prescribed antibiotics and debridement was performed. The patient was reported as fine and continued chemotherapy post hospital discharge.

Event description:
It was reported that approximately nine days post port device implant, the patient was hospitalized due to alleged pain. Healthcare provider reported that upon removal of the port device, alleged leak and extravasation of chemotherapy drug and redness around the port area were observed. It was further reported that the patient experienced fever. Reportedly, the patient was prescribed antibiotics and debridement was performed. The patient was reported as fine and continued chemotherapy post hospital discharge.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: one powerport l/p slim ti implantable port with 6 fr s/l polyurethane catheter kit was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is inconclusive for the report of leak/extravasation, as well as the report of pain/redness and fever. The port system returned showed some yellowing of the tubing, evidence of port access in the septum, and wear to the 16-cm and 1-cm depth markings. The sample was freely patent to infusion and aspiration and no leaks were observed. Examination of the tubing under tensile stress was unremarkable. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 04/2021); h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.